Manufacturer narrative:
Clinical evaluation: the file has been assessed for the necessity of the performance of a clinical investigation. There is no documentation or indication that any fresenius device(s) caused or contributed to the patients¿ death on an unknown date in (B)(6) of 2018. Reportedly, the patient was hospitalized from (B)(6) 2018 for a low blood pressure and congestive heart failure. The patients¿ peritoneal dialysis registered nurse (pdrn) stated that the conditions the patient was hospitalized were pre-existing comorbidities. The pdrn stated the patient had lung cancer and also had an automatic implantable cardiac defibrillator (aicd) placed. At some unknown point during this time period the patient began receiving palliative care. There were no changes in the patient's peritoneal dialysis prescription during this time period, nor was there any allegation of machine malfunction or any complaint the machine did not performing as expected. During further follow up on (B)(6) 2018 to the patients' pdrn the patient had expired recently (exact date unknown) due to ongoing medical conditions. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient's contact reported that the patient had been hospitalized for low blood pressure and congestive heart failure. Upon follow up with the patient's nurse it was stated that the patient had been in out of the hospital, between (B)(6) 2018. The nurse stated that the patient did not have to disconnect from treatment to go to the hospital. The nurse stated that the conditions he was hospitalized for were pre-existing. The nurse stated that the patient has a defibrillator placed, and lung cancer. There were no changes in the patient's peritoneal dialysis prescription. It was confirmed that the patient was being administered palliative care. During further follow up on (B)(6) 2018, the patient's nurse reported that the patient had expired recently due to ongoing medical conditions.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that the patient had been hospitalized for low blood pressure and congestive heart failure. Upon follow up with the patient's nurse it was stated that the patient had been in out of the hospital, between (B)(6) 2018. The nurse stated that the patient did not have to disconnect from treatment to go to the hospital. The nurse stated that the conditions he was hospitalized for were pre-existing. The nurse stated that the patient has a defibrillator placed, and lung cancer. There were no changes in the patient's peritoneal dialysis prescription. It was confirmed that the patient was being administered palliative care. During further follow up on (B)(6) 2018, the patient's nurse reported that the patient had expired recently due to ongoing medical conditions.